Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4). Analysis results for the desktop charger were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Analysis of the ins recharger (serial no. (B)(4)) found that the connector pins of the recharge board were bent. Conclusion code updated. Result code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37754, product type recharger. Product ID 37761, serial# (B)(4), product type recharger.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported that the connector on the desktop charger (dtc) was broken. The hcp stated that the patient breaks it because they plug it in and bend the connector. A replacement dtc was sent. Additional information was received from the hcp and rep indicating they received a new desktop charger and the ins recharger still was not working and their ins was depleted. The rep indicated they determined the problem was with the recharger, not the ins. The rep used their own recharger to charge the patient's device.